Manufacturer narrative:
Investigation: a visual inspection revealed that the cold jaw silicone tip was detached and the side was peeling. There were no signs of usage and no evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot of the vh-3000 peeled away from the jaws. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.